Event description:
Pt alleges receiving breast implants on 9/18/86. Physician states pt developed distortion from capsular contracture and has suspected leakage. Pt also alleges having removal and replacements on 7/23/96, with devices of another MFR.